Event description:
It was reported the patient was scheduled to have their devices and leads removed the day of report because they needed an MRI. It was also reported the patient's device displayed an end of service or end of life message. It was reported, according to the patient, their batteries had reached end of service. It was unknown if the battery depletion was expected or not. Later that day, it was reported the patient was scheduled for removal of their device. It was also reported the patient's left device and one of their leads was explanted. No patient death was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed. It was unclear which device the reporter was referring to so a report was submitted on each device. Reference manufacturer report #3 004209178-2013-04887 regarding the patient's other device.

Event description:
Additional information stated this device was not the device of interest and was not returned for analysis. No analysis results expected at the time of this report.

Manufacturer narrative:
Product ID 3058, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3093-28, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3093-28, lot # j0322075v, implanted: (B)(6) 2003, product type lead; product ID 3093-28, lot # j0228129v, implanted: (B)(6) 2002, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3093-28, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Device available for evaluation: changed from yes to no. No analysis results expected at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.